Event description:
Patient reported that the lot number, catalog number, and expiration date, printed on the strip drum vial, had smeared. Pt's blood glucose was not affected and no treatment was rec'd. Technical support requested the return of the suspect product and replacement product was shipped.